Event description:
Heart block and permanent pacemaker implant post transcatheter aortic valve replacement procedure (tavr) with a 29mm sapien 3 valve was reported. As reported from edwards lifesciences patient support, a care advocate called patient support as they wanted to notify edwards lifesciences that the patient expired approximately 3 months post implant of a 29mm sapien 3 transcatheter heart valve in the aortic position. The care advocate was unable to provide cause of death. The caller stated the patient was readmitted back to the hospital on post operative day 2 for cardiac arrest. A permanent pacemaker was placed one day later. Care advocate stated that during that hospitalization, the cardiologist explained to the care advocate that the cause of the cardiac arrest was, "the tavr implant when expanded, nudged the sa node." Per care advocate, "[the doctor] told me that my husband's heart was weaker now than prior to the tavr.". Medical records were received. The implant of the 29mm sapien 3 valve in the aortic position via left carotid approach was a success with no significant paravalvular leak. No edwards device malfunctions were stated. Post-implant the patient developed av block and right bundle branch block. The patient was discharged but presented back to the emergency department with sudden cardiac arrest secondary to complete heart block. CPR was initiated and the patient was intubated. The patient had return of spontaneous circulation. Temporary pacer was placed and repositioned for better capture. Following the procedure, emergent echocardiogram was performed which showed a normally functioning sapien 3 valve. A non-edwards permanent pacemaker was placed on post operative day 3. Postoperatively, the patient was noted to have intermittent non-capture of their paced beats. Postoperative x-ray and device interrogation did not reveal any changes in the lead positioning and parameters from implant. After deliberation, it was decided to proceed with pacemaker lead revision for non-capture. Two months post-tavr, tte measured lvef 30-40% compared to lvef 60% immediately post-implant of the sapien 3 valve. Approximately 2 months and 27 days post-tavr, cardiology progress note states the patient is feeling better after cardioversion to restore sinus rhythm. The option of cardioversion to restore the patient back into non-sinus rhythm was discussed and the patient was willing to proceed. The note states, "overall, he is stable from a cardiac perspective". It was also noted that the patient may benefit from upgrade to a biventricular device pending clinical course. Although there is no official cause of death, there is no allegation that an edwards device caused or contributed to the death. No edwards device malfunctions were stated, and the sapien 3 had good valve function. It is more likely the patient expired from their vast comorbidities (coronary artery disease, hyperlipidemia, diastolic heart failure, hypertension, home o2, and interstitial lung disease) and advanced age (86).

Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the heart block is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time.